Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that a pt necessitated generator and lead explant due to an infection. The patient underwent 5 separate surgical procedures due to the infection and an extruded tie down. The pt underwent incision and drainage of a left chest seroma in 2007. One month later, he had removal of a tie-down that had extruded and necrotic skin was dissected. On the following month, the pt had incisions and drainage of the left chest pocket abscess and removal of the generator. On a week later, the pt had irrigation and debridement of the left chest pocket. The last procedure on seven days later, included the removal of the lead and debridement of the left chest pocket.